Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra valve in the aortic position, the valve struts caught in the esheath+ seam of the partially expandable portion causing a puncture in the esheath+. This occurred during the first insertion through the esheath+. There was resistance while the operator was inserting the esheath+ and it was found to be kinked roughly at the transition of the loader cap. The operator tried to maneuver it, and the valve was caught in the esheath+ during that process. The kink was noted after he declared there was resistance. There was no difficulty removing everything as a unit. The perceived root cause of the steep angle of insertion and operator use. A new kit was opened and able to be used to successfully implant the valve. The patient was stable and discharged home.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Manufacturer narrative:
The product was returned; therefore, a product evaluation investigation was completed. As a device was returned, a visual evaluation, function and dimensional testing were performed. The returned device was visually examined, and the following was observed: associated valve is stuck under the strain relief; valve strut exposed through the sheath shaft/strain relief. Liner is unexpanded and tip is unopened. No visible kinks noted on the sheath shaft. Imagery was provided and the following were observed: strut of associated valve punctured through the sheath. Tortuosity and calcification present in the patient's access vessels. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. Per the technical summary written by edwards lifesciences: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for inability to advance through sheath was confirmed based on the evaluation of the returned device and provided imagery. Available information suggests procedural factors (steep insertion angle) likely contributed to the event as it was reported, 'the perceived root cause of the steep angle of insertion and operator use.' A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. The complaint for sheath punctured was confirmed based on the evaluation of the returned device and provided imagery. Available information suggests procedural factors (steep insertion angle, excessive device manipulation) likely contributed to the event as it was reported, 'the perceived root cause of the steep angle of insertion and operator use.' It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. This can lead to the crimped valve to catch onto the sheath hdpe, liner, and/or strain relief and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Excessive manipulation can lead to sheath shaft damage (i.e. Kinks, scratches, tip damage) if compounded with steep insertion angle. The complaint for sheath kinked, bent is not confirmed as the alleged physical defect is not present on the returned device. An engineering evaluation is not required. Product risk assessment is captured in the technical summary, which applies to this complaint event. The risks outlined in the pra remain the same. The pra documents the difficulty advancing the delivery system through the sheath, resulting in difficult or unable to introduce delivery system / loader and advance through sheath, prolonging procedure, which did occur during this event. Trending analysis indicates complaint rates are within the control limit. As the complaint did not exceed the pra re-escalation threshold, no further action is required. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. Prior corrective action, detailed in the technical summary, captures prior high push force investigation and corrective/preventative action. Trending analysis indicates complaint rates are within the control limit. No further escalation is needed at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.